Event description:
It was reported that during a prostate procedure, the tip of the side-firing fiber was noted to have detached and been retrieved. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The procedure was completed with a second fiber. "No injury to the pt" reported.

Manufacturer narrative:
(B)(4).